Event description:
It was reported that the patient had uncomfortable stimulation. High impedances were measured on all electrode pairs containing electrodes #2 and #7. The doctor changed the leads. There was no patient injury, and the patient had good stimulation with the new leads.

Manufacturer narrative:
Lead model 3877-45, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2011, lead model 3387-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of lead model 3877-45 serial# unknown showed that conductor circuits #4,6 and 7 were broken (open circuits) 22.6 cm from the distal end of the lead (at or near the titan anchor). The outer insulation had been cut. Lab functional test showed no shorts between circuits. Analysis of lead model 3877-45 serial# unknown showed that the #5 conductor was broken at the distal edge of the connector sleeve (.7cm from proximal end), resulting in an open circuit. Conductor circuit #4 was broken 3.1cm from the proximal end, resulting in an intermittent circuit. The outer insulation was intact. There were impressions from a titan anchor 25.2 to 26.2 cm from the distal end of the lead. There were no shorts between circuits. Analysis of anchor model 3550-39 serial# unknown showed no significant anomalies. Visual inspection showed that the anchor was separated. The device is included in the medical device safety alert, for the model 3550-39 titan anchor due to the potential for lead migration as a result of insert separation within the anchor, physician communication (october, 2009).